Event description:
Healthcare professional reported right side capsular contracture baker grade IV and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and rupture. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Rupture : observed, opening on the posterior side assessed as fold flaw opening . Additional observation. White calcification observed on the device. Crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.